Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed following. The user performed the unspecified procedure with the subject device, the procedure was completed successfully without changing instrument, no prolongation of the surgery, no adverse effects for the patient. After the procedure, during the incoming inspection of the subject device at olympus (B)(4), it was found that the bending section was broken such as protruding of the inner metal parts and damage of the bending section rubber. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to omsc for evaluation but was returned to (B)(4). As a result of device inspection by (B)(4), insertion tube and universal cord were excessively deformed at some parts. The deformed parts were evidences of physical stress applied due to user handling. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the bending section was received physical stress caused by user handling or received excessive stress caused by the users forcible manipulation. If additional information becomes available, this report will be supplemented.